Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive on the lower half during a fill tubing procedure, leaving the device locked on the fill tubing screen and preventing the required press-and-hold interaction; the user could unlock the device but could not proceed, and the device had reportedly been dropped earlier in the day, suggesting impact-related screen damage. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included shipment of a replacement device and instruction to return the original. Investigation included review of the event description and remote troubleshooting. Investigation of this device revealed a damaged or malfunctioning touchscreen component consistent with physical impact, resulting in a user interface failure that impeded pump operation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display/touchscreen assembly from impact.